Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's clamp would not close. The customer thought it was a broken clip and no fragment was noted to fall into the abdomen. It's unclear if there were any post-operative tests performed to check for remaining fragments. A backup instrument was used. The procedure was completed. The patient has returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details had been received.

Manufacturer narrative:
The harmonic ace instrument was analyzed by failure analysis and found to have a broken clamp arm to be related to the customer reported complaint. The inner tube slots where the clamp arm hinges were broken off, causing the arm to dislodge and not open or close properly. No material appeared to be missing. The complaint was confirmed by the failure analysis evaluation. Verification of the event details could not be performed via system logs because onsite connectivity was not available.